Event description:
It was reported by the customer that there was a channel error that caused failed preventive maintenance. There was no patient involvement noted.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 20jun2004 to present date 30nov2020, and note that this device has been returned for service three times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004.the implementation date of the erp system.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that there was a channel error that caused failed preventive maintenance. There was no patient involvement noted.